Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided); cause was unknown. Customer administered a manual injection to address bg. Reportedly, the pump indicated a data log corruption. Customer continued using pump for insulin therapy.